Event description:
Patient was revised to address acetabular cup loosening.**update** (B)(6) 2011-litigation papers received. They allege that patient had elevated metal levels in the blood. The femoral head was added, along with patients date of birth, the date of implantation, and part and lot numbers for the acetabular cup. Medwatches have been updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.